Event description:
Customer reported that he had high blood glucose of 246 mg/dl and the insulin pump alarmed motor error. Customer stated that he had a cat scan done and he was wearing the insulin pump. Customer stated that he is on steroids and the medicine makes the blood glucose to go high. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. No button error alarm noted. Unable to test for motor error alarm or perform the functional test including displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm test due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.